Event description:
Surgeon mentioned to consultant: upon routine followup for lateral entry femoral nail procedure, x-rays determined that the distal locking screw was broken. Surgeon stated that healing was taking place, no plans for removing the screw at this time.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product returned.